Event description:
Consumer alleges that her chair kept moving forward even after she let go on her joystick causing her to run into the cabinet underneath her kitchen sink and hurting her right foot.